Manufacturer narrative:
H3: product analysis found the console has no stim response in channel 1 after connecting to the pi((B)(6)), no problem if using the standard pi. Visual check passed. Boots up normally. Electrical test and functional test passed. No fault found h6: imdrf annex code c19, d20, g02030 are applicable to this product continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(6), UDI#: (B)(4) analysis mentioned the pi has no stim response in channel 1 after connecting to the console((B)(6)), same problem if using the standard console. Interface pcb failure. The fuse broken. H6: imdrf annex code c0201, d02, g02005, g0201202 are applicable to this product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the nim had no stim response. Sometimes the channel function doesn't work properly and there is no response to stimulation. One channel's stimulation feedback is 0, while the others are normal. Channel 1 has no waveform and no stimulation feedback sound. There was no patient involvement.